Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-mar-2019 with the following findings: during investigation, the pump powered on to a dim and discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum. This report is made based on results of investigation completed on 03-mar-2019.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during investigation, the pump passed all required testing for delivery accuracy. The basal history appeared to be inaccurate due to user intervention , zero basal records due to cartridge change , records not matching due to the user running temp basal. Unrelated to the original complaint, the pump powered on to a dim and discolored display.